Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced cloudy fluid. The cause and treatment for the event were not reported. It was reported that, the patient was admitted to the hospital for the event; however, it was also reported the patient refused hospital admission. At the time of this report, the patient outcome was unknown. On an unreported date, pd therapy was temporarily discontinued. No additional information is available.